Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the wye piece of an rt235 infant dual-heated evaqua breathing circuit was loose and had come off at the swivel connection. It was also reported that other part of the wye piece was unavailable as it had come off and been lost. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt235 infant circuit was visually inspected for the reported damage. Results: visual inspection showed that the swivel elbow was missing from the swivel y-piece, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100916. Conclusion: the swivel y-piece and the elbow are held together by a snap-fit, and an extra force must be applied in order to separate these two parts. No information was received on how the swivel elbow connection to the y-piece became loose and at what stage it was lost. All breathing circuits are visually inspected and pressure tested prior to distribution and those that fail are rejected. This suggests that the reported damage developed post production. The user instructions which accompany the rt235 infant breathing circuit state: "check all connections are tight before use." This is the only complaint of this nature that we received in the past 12 months to the end of january 2011.